Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed by tech services. The fault was determined to be an electrical connection failure so the input connector/front shell assembly was replaced. Returned device to customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger monitor assembly, the video monitor intermittently cuts out or flickers when the cable is moved. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.